Event description:
The customer reported an incident involving the critical care manager (electronic health record) software application, whereby an error in the electronic documentation for extending a medication order resulted with a pt missing six days of an electrolyte mineral - nac1 50mg (salt). The incident did not result in any injury to the pt.

Manufacturer narrative:
Our investigation into the reported incident has concluded that the root cause resulted from a limitation in software performance within the picis periop and critical care suite (electronic health record) of software applications. Our findings have revealed that customers may experience an error in pt case record documentation for medication order. Whereby, an order may fail to be extended or discontinued in documentation at workstations other than the one where this action was taken. This error may occur during a specific timing of software system events and combination of documented actions, and precluded by an interruption in our application system update services that is usually caused by a network disruption. The error is only seen in workflows where users document within the same pt record at different workstations. An indication of the error condition was observed on the application flowsheet display by the presence of a red status icon, which is normally used to indicate the status of pending medication order tasks. However, when opening the order status window the page was blank due to the software error. Reports of this error condition from clients are rare, as multiple sequential conditions must take place. A resolution to address the potential for this error is available in a current software service pack. The customer who reported the incident has been recommended to upgrade to the latest available service pack. Picis is presently evaluating the need to communicate with customer about the potential for seeing this error.